Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% in-stent restenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.